Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime or a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify no delivery alarm due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose, no delivery alarm, motor error and compromised force sensor system alarm. Blood glucose level at the time of the incident was 500 mg/dl which was treated with manual injection. Customer stated that drive support cap appeared normal. Customer declined to troubleshoot for high blood glucose. The insulin pump will be replaced, and customer agreed to return the device for analysis.